Manufacturer narrative:
The investigation for the reported product damage has been completed. The device was returned for evaluation. The device was inspected and it was confirmed that the sterile sleeve was completely detached from the cath anchor side. The root cause of the product damage sterile sleeve damage was most likely use related as it was reported to have been torn by the cath grip during use. The instructions for use for the impella cp with smartassist system state in section: warnings & cautions: cautions the following: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ added-b5 mso review, d6b, d9 device return date f6/f8-should have been left blank in the initial report. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
It was further reported that that care was withdrawn from the patient and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male patient of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while delivering support to a patient with an impella 5.5 the sterile sleeve pulled out of the suture hub. The issue was rectified with tegaderm to reinforce the suture. There was no harm to the patient.